Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unspecified low scan values while wearing the adc freestyle libre sensor compared to the built-in meter. On (B)(6) 2022, the customer experienced unspecified symptoms of hypoglycemia and had a loss of consciousness. Eventually, the customer regained consciousness and was able to eat something for the treatment of hypoglycemia. There was no third-party medical treatment reported no further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.